Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced no symptoms. The cgm was alerting and reading low and the blood glucose was not checked. The patient self-treated with carbohydrates and the egv remained low. She called 911. The patient was started on IV fluids. In the emergency department (ed), the bg was over 200 mg/dl and the egv was low. There was no documentation of further medical evaluation or intervention and the patient was discharged the same day. At the time of the call, she was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the cgm read low. At the ed, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.